Event description:
Reportedly, the customer experienced a problem with the scales; the device allegedly failed to alarm/alert the user to the need for changing of the bags and also reportedly pulled in air three times. No patient complications were reported with respect to this event (no intervention, injury or death).

Manufacturer narrative:
The evaluation results submitted by the service engineer are as follows: "cpu1 substitution scales. Recalibrated both scales - now ok. Machine now passing self test. Calibration all ok. Functionally tested all ok." With respect to the allegation of the device "pulling in air," the automatic degassing unit removes the air from the substitution line. Additionally, any residual air in the return line is captured by the downstream air detector while the venous clamp prevents air from entering into the patient. The correct functions of both systems are verified by the device continuously. The device history records have been requested for review by the manufacturer; the results will be provided in a follow up to this report.